Manufacturer narrative:
Based on the information available, boston scientific concluded that the reported low power was confirmed. The console was serviced onsite by a field service engineer (fse). The fse noted that the fiber port was defective. The port was replaced, optical path adjustment, energy testing. The system restored to normal operation. The fse indicated to remind the staff to pay attention to inspecting the protective lens and fiber optic cable. The surgery proceeded normally, completing the repair of the low energy output fault. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device was installed on 12/9/2020 and this event occurred 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that prior to procedure, the device had low energy. The procedure was completed using another of the different device. There were no patient complications.

Event description:
It was reported that prior to procedure, the device had low energy. The procedure was completed using another of the different device. There were no patient complications.